Event description:
On (B)(6) 2024, rayner received notificaton from its affiliate company in india of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation the iol optic was observed to be damaged necessitating explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the iol optic was observed to be damaged. The rayone emv rao200e was explanted and exchanged within the original surgery session; however, surgery was prolonged as a result of the need to explant and exchange the iol and the wound required sutures. Post-operatively the patient has experienced eye pain and increased intraocular pressure; however, the healthcare facility reports a "complete recovery" of the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device associated with this event has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv rao200e batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available in this case to establish the cause of lens damage post injection.